Event description:
Malfunction: incorrect filter in place. The nurse reported the assistant surgeon saw flashback while the laser was in use. The assistant surgeon was observing surgery when he mentioned the light was very bright. The company sales rep was on site at the time of the event. The company sales rep noted the facility has an iridex laser was in place. The appropriate filter was then placed on the scope. The assistant was able to continue with surgeries that day. The company sales rep recommended that the surgeon and assistant have their vision checked. Multiple attempts were made for user status with no response to date. No pt injury was reported.

Manufacturer narrative:
Service was not requested. No sample was returned for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).